Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Investigation summary: it was reported performance pull off - suture needle. Six unopened samples of product code m8711, lot mgb907 were returned for analysis. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent an unknown vascular procedure on (B)(6) 2019 and suture was used. During the procedure, the needle popped off the suture as the suture was being pulled through vessels. Additional suture was used to complete the procedure. There were no patient consequences reported. No additional information was provided.